Manufacturer narrative:
The tandem pump user guide instructs the user to remove any residual air from the cartridge. Per tandem user guide: always make sure that the correct time and date are set on your system. When editing time, always check that the am/pm setting is accurate. Am is to be used from midnight until 11:59 am. Pm is to be used from noon until 11:59 pm. Not having the correct time and date setting may affect safe insulin delivery. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump date was incorrect by one day. Reportedly, customer had programmed the date incorrectly when setting up the pump. Customer adjusted the pump date to address the issue. Additionally, it was reported that a cartridge change error occurred with multiple cartridges. Reportedly, the customer had not performed the proper air removal techniques. Tandem technical support educated customer regarding cartridge/insulin labeling. Reportedly, customer reverted to an alternate pump for insulin therapy. Customer's blood glucose level ranged from 60 mg/dl to 200 mg/dl.